Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer husband provided details of wife's death. The cause of death was heart attack brought on by diabetes ketoacidosis. Customer was wearing the insulin pump at the time of death. Nothing further reported.